Event description:
Effusion [joint effusion]. Case description: a spontaneous report was received on (B)(6)-2011 from a physician regarding a female patient, initials unknown. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc, 2 ml in her knee. On an unspecified date, the patient experienced mild effusion from which she recovered. On an unspecified date, the patient had her second synvisc injection. She again experienced effusion from which she recovered after nsaids (nonsteroidal anti-inflammatory drugs) treatment. On an unspecified date, the patient received her third synvisc injection and experienced severe effusion. Arthrocentesis was performed and the patient was treated with corticosteroid injection into the knee. The action taken with synvisc was not provided. The patient's outcome for the event of knee effusion was reported as recovered. Concomitant medications were not provided. The intensity for the event was assessed as severe. The qa (quality assurance) investigation results were received on (B)(4)-2011. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.